Event description:
It was reported that the leads dislodged due to twiddlers syndrome. The system was explanted. There were no plans to replace the system due to patients dementia. The patient was fine after the procedure.

Manufacturer narrative:
.